Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report of "device internally dumped energy" was observed during review of the device's activity logs. However, the device was put through extensive testing which included bench handling and defib functional stress testing without duplicating the report. An internal inspection found no discrepancies. The battery returned did not fail during testing and was found near 60% capacity. The battery was scrapped as a precaution. It could not be confirmed if the battery returned was the battery used during the incident. The customer was educated on checking their battery status. The device was recertified and returned to the customer. The customer's report of "failed to discharge on a ventricular fibrillation (gave a no shock advised)" was unsubstantiated. The clinical review showed evidence of fine ventricular fibrillation present in segments 2 and 3 and the device advised to shock. Based on review of the data, we have concluded that the analysis program results were correct for the specific analysis in question and there was no indication of an algorithm malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest with vital signs absent, the device failed to discharge on a ventricular fibrillation rhythm. Then, the device was set to manual mode; however, the device internally dumped the energy after charging up to defibrillate the patient. Complainant indicated that the patient was in asystole and did not need to be defibrillated. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.